Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d6: implant and explant date, f10: impact code.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. The lead was repositioned. No additional adverse patient effects were reported. Additional information from the field confirmed that the lead was explanted and replaced. Also, the physician thought that high threshold was likely due to placement position.